Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient had a syncopal episode. The patient had an atrial fibrillation (af) episode and the local representative asked how the s-ICD store data for this episode. The local representative was informed that once the total time reaches or exceeds 6 minutes, an af episode can be stored. The patient had brought the communicator so stored data will be sent to boston scientific for review. Ts commented that the af report shows 30 minutes of af. Ts planned to see if the onset information is available, and so if syncope is shown prior to the episode. Ts contacted the local representative and report that the onset could not be reviewed from uploaded data. The local representative was informed that a save-to-sd card should be obtained . Ts would be able to review the data to see if any marker data prior to the episode would be available. This may provide insight into the reported syncope. Subsequently, the local representative received a call from the emergency room about the patient who had been presented with syncope. The patient had brought the latitude communicator. Ts commented that the emblem devices will not upload data automatically. The communicator's pii button needs to be depressed. Ts discussed that the most recent download is from march 6, 2017. Boston scientific received information from the local representative that the root cause of the patient's syncope was not identified. From the physician's perspective, there were no allegations of device malfunction that may have caused or contributed to the patient's syncope. The device's conditional shock therapy zone was reprogrammed to 170 bpm.